Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a broken belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's recent blood glucose reading was 110 mg/dl. Customer reported the there was a rainstorm when customer left his car but the device did not get wet, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer also reported when he was trying to set a bolus the numbers kept ramping on there own. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.